Event description:
We received an allegation of questionable ion-selective electrode (ise) results for 1 patient serum sample tested on a cobas pro ise analytical unit. Results for the chloride (cl) test were affected. Initial result: 127 mmol/l. The reporter questioned the cl result after noting the critical na result, prompting the rerun of the patient sample. Repeat result: 103 mmol/l. The repeat result was deemed to be correct. No questionable result was reported outside of the laboratory.

Manufacturer narrative:
The cl electrode lot number was v2563 with an expiration date of 10-mar-2025. Qc recovery was acceptable prior to the sample measurement. The investigation is ongoing.

Manufacturer narrative:
The measuring electrodes and the reference electrodes were installed on (B)(6) 2024. The calibration was last performed on (B)(6) 2024 and it was acceptable. The alarm trace showed abnormal aspiration (sample pipetter) and sample clot detection alarms. These are indicators of a possible poor sample quality. The field service engineer (fse) found that the affected sample had small traces of fibrin present. He also found a different sample that was not fully spun down properly. The fse verified the instrument by performing ise checks and precision testing and they were within specifications. The customer resolved the issue by repeating the affected sample for the correct result. The investigation did not identify a product problem. The cause of the event was due to a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.